Event description:
It was reported that 30 minutes into a da vinci si endometriosis resection procedure, arcing was observed coming from the monopolar curved scissors (mcs) instrument with a mcs tip cover accessory installed. As a result, the patient's bowel was burnt. The injured bowel was repaired and a sigmoidoscopy was performed to ensure that no other bowel damaged occurred. The planned surgical procedure was completed and no additional patient harm, adverse outcome or injury was reported. The hospital also reported that when examining the tip cover accessory, a small hole was observed.

Manufacturer narrative:
The tip cover accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure cannot be determined. A follow-up medwatch report will be submitted if the instrument is returned and/or if additional information is received.